Manufacturer narrative:
Additional information: the lesion was reported to be severely calcified the stent was implanted normally. Under angiogram, the stent was fully expanded. The reported stent thrombosis was noted at a 3-month follow up . The patient had no subjective symptom). The thrombus was treated with a balloon. The patient was on dapt when this thrombotic event occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent device was used to treat a mildly tortuous, moderately calcified lesion with 90% stenosis in the right coronary artery (rca). There was no damaged noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device passed through a previously deployed stent. Excessive force was not used during delivery. Post-dilation was performed. It is reported that stent thrombosis occurred after the stent was implanted. The physician has reported that the lesion anatomy attributed to insufficient dilation, mural thrombus and asymptomatic thrombosis. The patient is reported as being alive without injury.

Manufacturer narrative:
Four procedural images were provided for review. It is unknown if the images provided are from the original index procedure or the 3 months follow up. The first image captured a flow restricted in the proximal rca lesion. It is unknown if this restriction was from the original procedure or the restriction caused by the reported thrombus. The remaining images capture the improved flow in the rca post treatment. It¿s unknown if the images are from the original index procedure or the 3 months follow up. The reported thrombus cannot be confirmed from the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.